Event description:
The patient has 2 leads (from the same lot) implanted as part of her pns (off-label) system. The patient reported she is experiencing ineffective stimulation. The sjm representative met with the patient and reprogramming was unable to provide effective coverage. A lead migration is suspected. Surgical intervention may take place at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.